Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (does not securely latch to test monitor) was confirmed. Upon evaluation, the latches on the trunk cable connector were broken, creating an insecure connection between the belt and a test monitor. The root cause of the damaged connector is physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt indicating that it would not securely latch to a test monitor.